Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was currently hospitalized due to diabetic ketoacidosis. The customer stated that the insulin pump was not functioning properly and may have been having issues with the infusion sets also. Blood glucose level at the time of the incident was not provided. The insulin pump was not replaced or returned for analysis.